Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month and twenty days following the implant of this transcatheter bioprosthetic valve, a second transcatheter valve was implanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the first valve moved ventricular causing the patient to have severe paravalvular leak (pvl). If information is provided in the future, a supplemental report will be issued.